Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reported that the uvc leaked (cracked) just below the hub where the catheter is joined. The customer reports that the patient died; however, the customer was not able to provide the date of patient death. The customer further stated that there is no correlation between the uvc and the patient's death.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.